Manufacturer narrative:
Unit had blank display due to corroded battery tube. Unable to test for motor error alarm or verify e70 alarm in alarm history screen due to blank display. Motor passed motor test. Unit had cracked case at display window corner (all corners) and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.